Event description:
A malfunction alarm with code 12 was reported by the customer. No specific information was provided regarding the impact on the customer's blood glucose levels. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.